Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No cracking sound was noted during the rewind. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads, and a cracked belt clip slot at the battery tube threads area.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during rewind. It was stated that the customer is unable to exit the prime sequence and the device was making a cracking noise. It was also reported that the insulin pump has damage on the casing or screen and the o-ring in the reservoir compartment is cracked. Blood glucose value was 174 mg/dl. Nothing further reported.